Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard flat mesh (device #1) used to treat the patient. The information provided alleges unspecified injuries and "meshoma"; however, no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of two (2) unspecified bard/davol flat mesh (device #1 and device #2). On ni/ni/2017: the patient had unspecified injuries and was diagnosed with "meshoma". As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1 and device #2). As reported, the attorney alleges general allegations against the bard flat mesh (device #1 and device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿